Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device bio-ID was failed. A field service engineer found that the device was lagging after bio-ID driver was updated and reinstalled, replaced the bio-ID to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced difficulty and delays when attempted to log in with the biometric identifier. The unit had already been restarted, and the user also attempted to reset the biometric identifier, but the lag persisted. However, there were no delays or adverse events or injuries reported based on this event.